Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to integrated circuit chip, designator u1 on the analog pcb assembly. It was observed that legs 1, 4 and 5 (ne) were electrically shorted and measured 72 k ohms, and legs 1, 16 and 13 (nw), were electrically shorted and measured 34 ohms. This caused electrical damage to the analog pcb assembly, which resulted in the reported issue.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control completed a technical service update to the customer's device and the device's readiness display showed ok. Physio then attempted to perform a defibrillation calibration test and when a 360 joule shock was attempted, a "pop" was heard by the service technician and only 6.9 joules registered as energy delivered on the test equipment. Additionally, a service wrench appeared on the readiness display. There was no patient use associated with the reported event.